Event description:
A malfunction alarm with code malf 0 was reported by the customer, with no notable events occurring prior. The impact on the customer¿s blood glucose level was unknown as they declined to answer. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer continued to use the pump for insulin therapy.